Event description:
The physician was using a taiga guide catheter when treating the rca. There was no damage to the device packaging. The taiga was removed from packaging per IFU with no issues noted. The taiga had been inspected and prepped per IFU with no issues noted. It is reported that when the device was inserted via the transradial approach for pci, the device encountered resistance in the brachial artery. When the device was removed out of the patient¿s body and checked, a tear was noted at the soft tip of the device. Therefore the customer discontinued using the device and completed the procedure with a non-mdt device. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.